Manufacturer narrative:
H6: investigation summary : it was reported the hub of the needle cracked. To aid in the investigation, four samples with the plastic shield, no packaging blisters, were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. One sample has a short shot at the gate point. No other defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The sample with the short shot had leakage from the needle hub. The other three samples expelled the solution with a normal flow. The needle hub defect could occur during the molding process if a variation occurred inducing the symptom reported. A device history record review was completed for provided material number 305106, lot number 1300844. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the other two we were unable to push the medication through... There was no patient harm, other than medication not able to be administered . There was no need for medical treatment or intervention. Failure of product to deliver medication was the problem."

Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the other two we were unable to push the medication through. There was no patient harm, other than medication not able to be administered. There was no need for medical treatment or intervention. Failure of product to deliver medication was the problem."